Manufacturer narrative:
(B)(4). The recipient was not prescribed medication. The recipient was recommended to use over the counter bactroban for two weeks and discontinue use of the device as needed. Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue reportedly resolved. The recipient remains implanted. This is the final report.

Event description:
The recipient was reportedly experiencing pain with soreness and inflammation at the implant site. The recipient was prescribed mupirocin ointment 2%. Inflammation resolved, however, soreness persisted. The recipient completed a course of treatment with bacitracin. The recipient has reportedly not been in contact with the facility following treatment.